Event description:
Allegedly, eprd reported 10 new complications for cocr femoral head revision (1 infection, 2 loosening, 2 others and 5 unknown events). First revision surgery. No further information was reported. This incident is capturing 5 unknown events.